Event description:
It was reported that the device was heating up during testing. No medical intervention, adverse consequences, patient involvement, or delay to a procedure were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device was heating up during testing. No medical intervention, adverse consequences, patient involvement, or delay to a procedure were reported with this event.